Event description:
The pt came to the ER after 20 hours of severe chest pain. Angio showed a complete occlusion of the lid lad. After angioplasty, two stents, zeta 2.75x13 and pixel 2.5x18, were implanted, achieving timi 3 flow and normalization of the st-segment. The lcx and rca arteries were normal. A 300 mg does of clopidogrel was administered, six hours after the procedure, the pt experienced sudden severe chest pain and st-segement re-elevation in the anterolateral leads. With a suspected diagnosis of stent thrombosis, a new angio was performed, showing pt stents and good flow in the lad, but a thrombotic occlusion of the second diagonal branch was observed and was successfully treated with angiplasty and a stent. Post-procedure, an echo showed apical akinesis with preserved left ventricular function. Seventy-two hours later, the shect pain recurred and was associated with acute dyspnea and hypotension. An urgent coronary angio revealed acute thrombotic occlusion of the proximal rca and severe atenosis, with thrombotic content proximal to the stent in the mid lad direct stenting using a zeta 4.0x15 of the proximal rca was performed with full recovery of distal flow, next, the lad was treated with direct stent implantation using a zeta 3.0x18. Due to proximal dissection, a second stent implanted and timi 3 flow was achieved, with no residual dissection image. The procedure arrest, which completely recovered after CPR maneuvers. The pt remained asymptomatic in the ICU.